Event description:
It was reported that a patient underwent a bilateral breast reduction procedure on (B)(6) 2012 and topical adhesive was applied. On (B)(6) 2012, the patient presented with itching and a red inflamed incision. The topical adhesive was removed and the patient was advised to take either benadryl or zyrtec for itching. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.